Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye and nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, liver disease/toxicity, reduced cardiopulmonary reserve and gallbladder stones, chest pain, heart palpitations, and anxiety. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer is unable to make attempts to obtain additional information. This event is not assessable due to insufficient information related to: timeline of events, relevant past medical history, and medical intervention information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye and nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, liver disease/toxicity, reduced cardiopulmonary reserve and gallbladder stones, chest pain, heart palpitations, and anxiety. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The pms assessed this case and as far as the reported harm it has been assessed as not related to the device in this case. So it has been deemed that the manufactured device may not cause or contributed to death or a serious injury. This information has been updated and this report has is being filed to correct that information. The manufacturer is unable to make attempts to obtain additional information due to insufficient information related to: timeline of events, relevant past medical history, and medical intervention information and device status. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye and nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, liver disease/toxicity, reduced cardiopulmonary reserve and gallbladder stones, chest pain, heart palpitations, and anxiety. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.